Event description:
Facility dropped the cervical-stem fusion system model 2505. I operated it and placed it around neck as instructed. On the 1st day I felt a little weird feeling in the chest. The 2nd time I was having real sharp pain in the chest at the level where the device box was, I hurried up and took it off, it took some time for the pain to go away. I won't wear it again. The doctor who ordered it, I will see in 2009.